Event description:
Related manufacturer report number: 3006705815-2022-16143. It was reported the patient is not receiving effective therapy due to high impedances. In turn, the patient underwent surgical intervention wherein the two leads were explanted and replaced. . Patient now has effective therapy.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.